Event description:
A customer reported that upon applying their adc device, they noticed that the sensor was missing its needle. As a result, the customer was unable to apply the sensor and could not monitor their blood glucose. Consequently, the customer became hyperglycemic with symptoms of light-headedness and dizziness. The customer went to the emergency room (ER) where a glucose reading of 700 mg/dl was obtained and was administered insulin (type/dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor pack and minor damage was observed. Lid was completely peeled off. Observed platform slides up and down completely. This minor damage did not have any impact on the platform functioning. Unable to perform further investigation due to no product returned. Issue closed to no product returned. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered in section 7 is based on the report of "late july or early august". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon applying their adc device, they noticed that the sensor was missing its needle. As a result, the customer was unable to apply the sensor and could not monitor their blood glucose. Consequently, the customer became hyperglycemic with symptoms of light-headedness and dizziness. The customer went to the emergency room (ER) where a glucose reading of 700 mg/dl was obtained and was administered insulin (type/dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.